Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The distributor reported the pump was damaged; the front plastics piece. After due diligence follow up with the reporter, it remains unclear what part of the pump is allegedly damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump was returned to the manufacturer and investigated by product analysis on 07/20/2015 with the following findings: on examination, the battery compartment was cracked at the case seal. Investigation confirmed the complaint of damaged front plastic piece.